Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir would not stay in the device. Customer's blood glucose was 134 mg/dl. Pieces of the reservoir compartment broke off. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked case at the display window corner, cracked case at the reservoir tube window corner, cracked belt clip slot, broken battery tube threads and missing the end cap sticker however, the test infusion set and reservoir does lock into place.